Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes. Pump serial numbers: 436658, 440766, 457633, 459113, 466478, 469749, 469782, 470620, 474253, 475661, 493681, 507366, 90436154, 90436246, 90448703, 90452566, 90456734, 90459345, 90459670, 90463920, 90468679, 90469168, 90479114, 90493069, 90505605, 91435627, 91438231, 91478689, 92447593, 92463932 cartridge lot number: (B)(4).

Event description:
Quarterly summary report for alleged cartridge change errors: it was reported that a cartridge change error occurred during the load sequence. User was able to resolve the issue by loading a new cartridge, or reverting to an alternate method of insulin therapy. There was no adverse impact to the user.